Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy of 3-4mm. The surgeon registered the patient successfully with tracer and verified good accuracy using known anatomical landmarks and in navigating superficially. When navigating deeper into the sinuses, specifically in the sphenoid and ethmoid, the surgeon deemed being inaccurate. The surgeon declined to re-register the patient and opted to continue the procedure, to completion, without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
The software investigation found that the root cause was unable to determined without further information. Based on the image of tracer technique, the most likely cause was user technique resulting in a registration with inaccuracy in deeper anatomy.